Event description:
The reporter stated that during a spinal surgery procedure, the retractor with a disposable fiberoptic light cable was removed from the surgical site and laid on the surgical drapes. Within a minute or two it caused scorching and created a hole in the surgical drape where it was in contact with the tip of the fiberoptic light. The fiberoptic light source had been used previously with a reuseable cable with no problem. The complaint sample was discarded in the operating room. There was no harm to the patient or operating room staff.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.